Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that the infusion set's tubing got detached at the quick release. The site location was the patient's abdomen. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Reportedly, a visual inspection and a test for click was performed on the returned used device (one used tubing). Upon visual inspection, it was found that the tubing was detached from the connector base piece which was missing (not returned). No further information available.